Manufacturer narrative:
Event date is approximate. Customer contact information, email, phone number and mailing address were not provided. The complaint was received from a consumer in (B)(6).

Event description:
A consumer reported that their diamond clean smart 9000 power toothbrush metal shaft detached during use. No injuries were reported. A potential choking hazard was identified.

Manufacturer narrative:
Customer contact information: name, email, phone number and mailing address were not provided. Analysis results: the cause of the customer¿s complaint was a failed shaft press fit